Manufacturer narrative:
The pump has been returned to animas and evaluated on 02-aug-2018 with the following findings: there was evidence of moisture corrosion in the battery canister and on the display screen. The pump was unable to power on due to the moisture ingress. The alleged issue could not be properly investigated as a result of the moisture damage.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a call service 08 alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.